Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not exhibit signs of usage; the conductive segment f of connector are half broken; the connector tabs and optical surface appear in good condition and secured. Probable root cause: based on the device analysis, the probable root cause of the failure could not be established based on the results of the investigation.

Event description:
It was reported that when beginning a procedure with a patient on the table, a " fiber connection error was received when connecting two surgical fibers to the laser console; both fibers did not work. The case could not be started and the patient had to be woken up from anesthesia. Patient outcome: "ok." This event is for the second surgical fiber connected.